Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(6) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
The physician intended to use the protégé; everflex for endoarterial stenting; during the procedure the physician reported difficulty deploying the stent. Evaluation summary: the protege everflex self-expanding peripheral stent system was received for evaluation without any ancillary devices or cine images from the procedure. The stent delivery system, (sds), was returned with dried sanguine material on its exterior, deployment paddles distant to each other, the safety locking pin loose, clear fluid was observed in the stopcock tube, the distal end of the outer sheath pulled back, the distal end of the stent exposed, dried sanguine material noted on the exterior of the center lumen, and the distal end of the stent is flowered.